Manufacturer narrative:
H4: the device was manufactured in may 2022. H10: one device was received for evaluation. A visual inspection was performed which revealed a crack in the luer. The reported condition was verified. The cause of the condition was due to a raw material related issue during the manufacturing process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted..

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink y-type cath ext sets were leaking. This was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.